Manufacturer narrative:
The technician found the hydraulic line to the head cylinder was getting pinched in the foot hi/low cylinder which would not allow oil to pass. The technician rerouted the hydraulic line to repair the bed.

Event description:
Information received indicates the head section will not lower when the hi/low function is in its lowest position.